Manufacturer narrative:
The handpiece was not returned to the manufacturer for investigation. The customer sent the device to a local, non-manufacturer third-party facility for repair. Therefore, the reported condition of the device overheating during usage cannot be confirmed.

Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. The procedure was successfully completed with another device. There was no patient or user injury reported, and there were no adverse consequences reported as a result of this event.